Manufacturer narrative:
(B)(4). The customer reported the unit did not power up. A philips representative evaluated the device. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported the unit did not power up.